Event description:
It was reported that a leak was observed in a 4 liter oxygen barrier bag. The reported condition occurred before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection revealed no issues. A leak test was performed by inflating the bag with air and submerging under water and applying pressure; no leaks were observed. The reported condition of leak was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.